Event description:
During an incident in 2004 involving a pt in cardiac arrest, this defibrillator was attached using milti-function defibrillation pads, analyzed and began to charge, but during the charge cycle it shut down and the screen waent blank. They repowered it on and again during the charge cycle, the unit shut down. It went dead a total of 3 times. Als arrived and took over with another defibrillator. The pt was transported to a hospital where she was pronounced. The reporter stated the battery is dated for replacement in 2001 but was not replaced because the unit passed the self test.